Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 329 mg/dl. Reportedly, the cause of the elevated bg level was unknown; however, the customer felt as if the pump was "not properly delivering insulin." Customer addressed impacted bg level with a correction bolus and an insulin pen. During a system check, the customer reported insulin drops were not seen exiting the tubing nor the luer lock. The customer stated that supplies would be changed to address the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.